Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported an error in the motor was detected by reading unexpected value from hall sensor (pump error 43) alarm and the rewinding is not complete. Troubleshooting was performed and found that the issue was not resolved. The customer was able to clear the alarm and the customer was unable to complete the pump rewind. It was unknown whether the pump passed the self-test or not. No harm requiring medical intervention was reported. The customer will discontinue to use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No rewind anomaly and pump error 43 noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 43 was found on 10/09/2023 14:36--18:13 in history files and traces. Pump error 130 was also found on 10/09/2023 15:42--16:21 in history files. Pump error 39 occurred on 10/10/2023 00:42 in history files and traces. Pump error 41 occurred on 10/10/2023 09:45 in history files. Pump was cut to perform visual inspection found moisture damage on the electronic assembly and motor assemblies. Unable to perform motor test due to moisture damage on motor assemblies. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, broken belt clip rails, corroded home switch. Pump error 43 & pump error 41 & pump error 39 is confirmed due to moisture damage on the motor assembly. Rewind anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.